Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, according to the customer they checked the ventilator according to protocol and opened the ventilator to look for damaged wires but there were none. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the touchpad does not respond to prompts on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was could not be duplicated. The device calibrated successfully. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.